Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron system generated approximately 28 low sodium values. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. Customer reported that recalibration resolved the problem. Customer reported that other electrolytes were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.